Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the last in situ measurement one channel with high impedance and another one with fluctuating impedance were observed. Hearing performance with the device is affected.

Manufacturer narrative:
Based on currently available information, observed problems appear to be related to damage to the active electrode, possibly caused by device minute mobility. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is being considered, though not decided upon due to patient's medical condition and overall benefit from the device. The device remains implanted and in use.

Event description:
At the last in situ measurement one channel with high impedance and another one with fluctuating impedance were observed. Hearing performance with the device is affected. As per additional information received, quite soon after the first fitting the patient complained that his hearing performance with the device was affected and the patient had issues with his speech comprehension and sibilants. Reportedly, the surgeon wants to wait with the re-implantation as the patient is not completely dissatisfied and has health issues.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Soon after the initial fitting the recipient had a decline in hearing performance with the device. The user had issues with speech comprehension and sibilants. The recipient was re-implanted on (B)(6) 2018.